Manufacturer narrative:
H6 investigation conclusions: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed. Available information suggests procedural factors and imaging issues likely contributed to the event. As per event description, imaging was suboptimal during the procedure, tee, tte, and ice imaging were used but none offered good image quality. Additionally, the patient had a flail in p1. The first device was implanted accordingly. The second device was finding difficulties due to poor imaging and grasping of the p1 flail. After several attempts, interaction of the second device with the first device led to an slda. Therefore, the most likely cause of this event is due to operational context. The device history record review was completed. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Event description:
Edwards received notification of a pascal in mitral procedure where a slda (single leaflet device attachment) occurred with the first device. Noted was interaction of the second device that impacted the integrity of the posterior grasp. After multiple attempts of the second implant attempting to engage with the p1 flail, just lateral to the first device, the flail kept alluding the clasp. Decision was made to bailout the second device following slda of the first device. Tee (transesophageal echocardiography) imaging was extremely difficult. There was some air in the stomach which had been suctioned. Tee probe was re-inserted. Ice (intracardiac echocardiography), tte (transthoracic echocardiography), and tee were used, none offered good image quality. Beginning mr (mitral regurgitation) was severe. Mr at the time of slda was severe. The procedure was completed; however, mr remained severe. Patient's final outcome was still severe. No definite plan for reintervention, possible surgical repair.